Event description:
Philips received a complaint reporting the numerical value(s) on the screen changed on its own. The issue occurred during pre-use check/ testing unrelated to set up for patient use. The user attempted to change a trigger-normal set value with autotrack screen. At that time, no one touched the screen. The customer continued use of the device as usual with other screens. There was no reported harm to patient/user. The reported phenomenon was duplicated. The navigation ring was not responsive. The front bezel equipped with the navigation ring was replaced. Overall checking, cleaning, run testing, and a function test were performed. It was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure. The device was operational after servicing was completed.

Manufacturer narrative:
The removed bezel assembly was returned to the product investigation laboratory (pil). A philips pil engineering assistant examined the bezel for evidence of physical damage. Visual inspection of the returned bezel did not reveal any physical damage. The bezel assembly was tested in an effort to duplicate the reported problem. The bezel assembly was tested, the failure was confirmed. Pil found nav-ring would not adjust readings. Power, battery, and alarm led¿s function. The accept button functions as designed. The power will shut down using the power button, accept button, and touchscreen. Verified the nav-ring has functional issues.